Event description:
It was reported to philips that the device failed the check due to the therapy cable. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was not exactly confirmed. Required parts to fix the reported problem did not issue from philips and the condition of the device is unknown as there is insufficient information from remote service engineer. No work performed by philips and the condition of the device is unknown as there is insufficient information from remote service engineer. The investigation concludes that no further action is required at this time.